Event description:
Post-operatively, a pt developed fluid under a two-piece pt specific implant. Surgeon noted during surgery that he thought the implant sat "proud" over the defect. The incision was very difficult to reduce and close after the psi was implanted. The initial defect was created during a tumor resection. The implant will not be removed and the surgeon does not plan to replace the current psi. This report is 31 of 2 for the same event.

Manufacturer narrative:
Implant has not been removed. Investigation is ongoing, no conclusion can be drawn. Review of mfg records has been requested.